Event description:
The manufacturer received the product for analysis after 19 months service life. Informaiton received from the hcp with the returned products shows the patient had been receiving shocks from the ipg for several months; specifically, the patient had experienced shocking multiple times to the point of falling down. The ipg and both extensions were explanted and replaced in 2006, and the products were returned to the manufacturer for analysis. The hcp reports that following device replacement, the patient received good coverage and sufficient therapy. No reports of shocking have occurred following replacement of the ipg and extensions. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA with findings from product analysis and additional event information, if received.

Manufacturer narrative:
H6 - preliminary device analysis was not available on the date of this report. A supplemental MDR follow-up report will be sent to FDA when device analysis is complete.